Event description:
It was reported that the engine speed of the device cannot be regulated, as it starts on maximum speed until teh overpressure alarm is shown. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed. The service evaluation revealed a worn motor and scratches at the housing but there was no problem found regulating the speed.